Manufacturer narrative:
This device is pending testing and evaluation approval. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 65 cm. 5 fr. Super torque marker band (mb) pigtail 8sh catheter was torn apart inside the patient. The pieces were retrieved from the patient. Additional information has been received. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. There was no patient injury, however during withdrawal the product strained, and one part remained in the patient and had to be recovered with a lasso catheter. During withdrawal, no resistance was noticed. The part of the device that was separated was reported as the measure pigtail. The procedure was completed with the same products used throughout the procedure, and was completed successfully. There were no anomalies noted when the device was removed from the package, or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device. There was no excessive torquing required.

Manufacturer narrative:
Complaint conclusion-as reported, the 65 cm. 5 fr. Super torque marker band (mb) pigtail 8sh catheter was torn apart inside the patient. The pieces were retrieved from the patient. Additional information received indicated that there was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. There was no patient injury, however during withdrawal the product strained, and one part remained in the patient and had to be recovered with a lasso catheter. During withdrawal, no resistance was noticed. The part of the device that was separated was reported as the measure pigtail. The procedure was completed with the same products used throughout the procedure, and was completed successfully. There were no anomalies noted when the device was removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device. There was no excessive torqueing required. A non-sterile unit of cath mb 5f pig 65cm 8sh was received folded inside of a plastic bag. The catheter was received separated 24.4 cm before the distal fusion. Five marker bands were observed out of there place. Distal section ID/od was measured and results were found within of specification. Elongations were observed near the separated area. Sem analysis was required to determine the cause of the separation and result showed that the separated sections of the outer member presented elongations and frayed edges. Also, stress lines were observed on the inner wall of one of the separated sections. These characteristics present evidence as a product of an application of a tension force that induced the separation. No other issues were noted during the sem analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event reported by the customer as ¿brite tip/distal tip/ separated¿ was confirmed due to the condition in which the product was received. The exact cause of the reported event could not be conclusively determined. However, procedural factors may have contributed to the reported event as evident by elongations and stress lines which could be attributed to tensile forces. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the device history record review nor the product analysis suggests that the event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.